Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a surgical revision procedure cautery was being used. On several occasions the cautery was oversensed and lead to asystole. The grounding pad was moved and short bursts of cautery at the lowest setting were used which alleviated the clinical observations. There were no adverse patient effects reported. The device remains in service.